Event description:
I had essure implanted in 2008 and at my 3 month check one of the coils had migrated rendering the implants ineffective as birth control. The coil has implanted itself at my abdomen and I subsequently had to undergo a tubal ligation.